Event description:
Re: defibrillator - guidant contak renewal 3 model h170, in 2007 at approx. 4:30pm. I am up on my flat roof which by now is pretty much in the shade of a huge pine tree out front. There is a nice breeze up here and I am feeling great, no shortage of breath or anything else. All I am doing is using the garden hose to wash out the evap. Coolers. Getting a bit wet in the process feels even better. Clear out of the blue, I receive an extreme electrical shock which almost knocked me off my feet. I thought I must have sprayed water into an electrical outlet. While turning off the water, I received another extreme jolt. Realizing I'm standing in water, I jumped over to a dry part of the roof and being shock again and again. I jumped further up the roof to get away and get zapped again. I managed to jump down from the roof onto the small porch roof and collapsed. Assuming I am now safe. But I got shocked again. I cowered on this little roof like a wounded animal screaming down for help. Finally, I managed to get someone's attention on the sidewalk and instructed that person how to shut off the electricity to the entire house. I then carefully made it off the roof severly shaken, but not stirred yet. - I must have gotten shocked 6 to 8 times just seconds apart -. It never occurred to me that this damn defibrillator was the cause. I thought I've screwed up bad and managed to electrify the whole roof or house -which is actually impossible-. Two days later - 10:30am and later after driving around to run some errands for about an hour, I returned home. I went briefly up on the roof to plug the cooler in and turn them on. I went back into my house. A while later -approx 12:00 noon- I visited my new tenant in order to explain the cooler controls. I was standing in the middle of his kitchen when I received again an extreme electrical shock. I panicked and ran out side just to be shocked again. All I could think of -in my panic- was to get away from the house. Running towards the street, I got shocked again, reaching the sidewalk I got shocked again. Running over to my neighbors property I got shocked again. I finally managed to climb up into a tree and it stopped. Scared out of my wits and at the end of my rope, I asked my tenant to call 911. When the medics arrived, it took them some time to convince me to come down of the tree. They explained to me that my implanted defibrillator did that to me and that I need to go to the hospital. I have never been so scared and shaken in my entire life. -again, I must have been shocked 6 to 8 times seconds apart-. No one and I mean no one ever explained to me that is what could or would happen, and most of all, what to do if it happens. It took the medics some coaching until I was able to put one foot on the ground. But I was too scared to go over to my house to get my keys and to lock up. They were so understanding to do that for me. At the medical center- the usual, nobody cares or explains anything. Finally the guidant technician verified my story that I have been shocked by the ICD defibrillator implant multiple times on two different occasions. He also informed me that he can shut it off or disable the ICD, but only on doctors orders. I demanded that the ICD be shut off, but nobody could be found or cared. Since the hospital staff made it clear that they cannot or will not do anything for me, I checked myself out. I rather die at home then at tmc and at home I can cut that out of my chest myself. Back home, I started to feel a little better for a while. Still afraid to step on solid ground I eventually managed to step outside for a moment. But later in the evening, the full impact of this ordeal started to set in. I was shaking, afraid to step on solid ground again, waiting to be electrocuted again. I could not go to sleep. I have been up all night playing that ordeal over and over in my head. At one point, I was about ready to load my shotgun, so I can blow my head off if I get shocked again. I have never been so frightened, scared, horrified and confused in my life. I felt and still feel like an animal being hunted and attacked over and over again by monsters I can not see and I can not get away from. One day later - 7:45am, what am I going to do now???. They will not turn the thing off. I am terrified to do anything and I am not going outside or even drive. If these shocks would have happened while I was driving I or someone else could have been killed. I am so scared. I've abandoned the shut gun idea. One more shock and I cut the thing out of my chest! Three days later, I could not sleep again. Finally I fell asleep around 5:30am till about 12:00 noon. I am still terrified. Besides all the above, I have no clue what triggered these shocks. I was not doing anything physically demanding. Going grocery shopping or doing laundry was and is more demanding than the above. What am I going to do? That device could fire again anytime. Maybe while taking a shower, and I went flying cracking my head open on the marble vanity. Even better, maybe I should drive and then get zapped 8 times while approaching a school zone and kill a few kids in the process. Does anybody care? If I should make it to my appointment with doctor, the device must be disabled immediately or else. I belief, that I will need weeks to recover from the psychological trauma, if I even recover at all.. More..